Manufacturer narrative:
(B)(4) a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx ha an intermittent alarm. There was no pt involvement.